Manufacturer narrative:
One photo and four videos were provided for evaluation; photo and videos confirm the complaint of tiny particles that the visual inspector would catch after compounding. No 079510471 bag samples were provided for evaluation. The reported complaint can be confirmed from the photo and videos provided. The probable cause is unknown without the return of the failed product. The device history record was reviewed, no relevant nonconformities observed that would have contributed to this complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding an empty lifecare container 1000 ml size that experienced particulate matter. Report stated that they have been monitoring the instances of particles found in the ICU medical bags after compounding for many months. It has typically been a very low level, a few bags every few batches compounded would have tiny particles that the visual inspector would catch after compounding. However, recently there has been a large increase in particles. This leads to rejection of the bag of compounded medicine. Sample video provided showing the instances of particles found. There was no patient involvement.